Manufacturer narrative:
Follow-up #1 date of submission 01/26/2015-device evaluation: the pump has been returned and evaluated by product analysis on 01/26/2015 with the following findings:a review of the black box showed evidence of power interruption on 09/29/2014. The returned battery cap was used to complete investigation. The battery cap and battery compartment were undamaged, and the battery cap was able to fit securely to the pump. The battery cap was fastened and unscrewed a half turn with no reboots occurring. The pump successfully completed a rewind, load, and prime sequence and 24 hour duration test with no power issues. The pump cover was removed and there were no defects found to the power circuit. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump has no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.